Event description:
Boston scientific received information that a red alert was received for high shock impedances on this right ventricular (rv) lead. No adverse patient effects were reported. Additional information received from the local sales representative states that the physician has opted to continue monitoring the patient at this time.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that the device/lead system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited an additional high out of range shock impedance measurement approximately five months later. The local field representative contacted boston scientific technical services (ts). Ts discussed troubleshooting options. No adverse patient effects were reported.